Event description:
It was reported that the patient complained that the device has been adjusted several times since implant, and that sometimes it works, and sometimes it 'doesn't feel right.' The patient also complained about having a low heart rate while walking, and about being lightheaded at times. It was further reported that the patient has submitted multiple remote transmissions, and has spoken to the clinician since the date of the complaint, and it was determined that the device has been functioning normally. No reprogramming has been done, and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained that the device has been adjusted several times since implant, and that sometimes it works, and sometimes it 'doesn't feel right.' The patient also complained about having a low heart rate while walking, and about being lightheaded at times. Follow up is currently in progress for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable tachy lead - (B)(6) 2000. (B)(4).